Event description:
It was reported that the left ventricular lead exhibited failure to capture, and it was discovered that the lead dislodged. Programming changes were performed however, the patient had continued to have worsening symptoms. The lead was capped and replaced. The patient was in recovering condition.